Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high pacing impedance. It was noted the impedance had been increasing over the past year. The physician discussed possibly increasing the alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.